Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was feeling nausea when the stimulation was on. The patient also felt tingling near the extension connection. The rep reported impedances on 6 of the 8 contacts of the 8-15 lead were greater than 40k. The rep tried reprogramming but it did not help. The patient was not getting much relief from the therapy. The location of the symptoms were reported near the extension connection and it was considered to be a sudden change in therapy/symptoms. The symptoms started about a month prior to the report. It was later reported that the patient kept the stimulation off and the planned revision of the lead and extension were to be announced. Relevant medical history includes chronic low back pain, spinal pain, and non-malignant pain.